Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). This device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be the battery harness. To correct the condition, the battery harness was replaced. If any additional information is received, a follow up MDR will be sent.

Event description:
During service by baxter (B)(4), a colleague infusion pump was found to have needed the main battery harness replaced, which had the potential to interrupt delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.